Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture and removal difficulties occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel in the arm. The 7.0 x 80, 75cm mustang balloon catheter was used to treat the lesion. During the first inflation, the balloon ruptured at 20 atms. The physician was unable to withdraw the device from the sheath, but was able to remove the device from the patient. The procedure was completed with a different device and the patient's status was good.